Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not detected on the communication bus. The customer stated that the user had to go to another station to get the medication, causing a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer checked pyxis refrigerator information and found it had bb ip address so replaced the bb board. After replacing the bb board, field service engineer could see it in hta but not an application. Eventually it was found one of the drawer manual levers was not fully seated. Once reseated the lever, customer was able to recover. The system functioned as intended after the field service engineer repaired the device.